Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6)) generated an air trap alarm was not confirmed during the analysis of the event log or functional testing. The customer reported issue was not duplicated during the testing, and the thermogard console functioned as intended. The probable cause of the air trap alarm was due to saline fluid in the air trap chamber which was caused by a leaking suk. Upon review of the event log, no irregularities were found. During initial functional testing, the thermogard console passed all the tests without any fault or error. The pump roller gap was checked and confirmed within the specifications. Following the service, the thermogard console passed the final functional test and electrical safety test without any error.

Event description:
Five days after the therapy started, the thermogard console (sn (B)(6)) displayed an air trap error message. The customer observed saline overflow in the roller pump and an empty saline bag. Damage to the start-up kit (suk) (lot# 200924) lfl tubing in the roller pump is suspected. The customer was unable to clear the air trap alarm message and the console with the suk was replaced to continue the therapy. No consequences or impact to the patient.